Manufacturer narrative:
(B)(4). Physio-control provided the customer with technical assistance and advised the customer to remove their device from service and obtain a replacement, as the device is not field serviceable and no long under warranty. The device has not been returned to physio-control. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
A third party service agent contacted physio-control to report that a customer¿s device displayed all three icons (charge-pak, attention, and service wrench) and would no longer power on. The service agent also advised that the charge-pak battery was not installed in the device for some time. There was no patient use associated with this event.